Event description:
(B)(6) - it was reported by the consumer that the solara tilt in space mechanical wheelchair lever to raise the back of the chair was not functioning. There was no patient injury reported.